Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: concomitant med prod data, device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of over infusion and the device not alarming for air in line was not confirmed through log analysis of the device logs and was not replicated during laboratory testing. The inspection and testing process did not identify any malfunctions. The inspection of the suspect pump module revealed no obvious issues or anomalies with the returned device that could be linked to the reported complaint. All inspected components were manufactured by bd. Rate accuracy testing was performed on the suspect pump module. No instances of unregulated flow were observed during testing, and the device infused within specification at the incident infusion rate. The pump module was confirmed to be delivering fluid within specification. The results from the air in line threshold testing demonstrated the source pump module successfully passing single air bolus detection and an accumulated air detection testing. Based on the test results, the source pump module was operating as intended and within specification. The sear was also found to properly close the administration set safety clamp when the door was opened. The primary administration set was not returned by the facility the error log review of the suspect pump module showed no relevant errors to the reported complaint. The concomitant pcu event log showed that the last infusion recorded on (B)(6) 2025 at 12:45 pm matched the reported description by the facility. It was observed that the device was programmed manually via guardrails with the following parameters: rate = 88.8ml/h; volume to be infused (vtbi) = 88ml; duration = 1hour; 0.9% nacl + kci (drugid4). Both the primary volume infused (pvi) and secondary volume infused (svi) were recorded as 724.374 ml and 107.396 ml at the start of the infusion. It also was observed that pump modules s/n (B)(6) and s/n (B)(6) had alarmed a combined total of 40 air in line alarms during the day, pump module s/n (B)(6) did not show any registered alarms on the reported date. Total pvi by the suspect pump module s/n (B)(6) was calculated by dchu as: pvi end pvi start=772.122 ml 724.374 ml=47.748 ml. At 1:17 pm the user opened the door and selected the pause key. The total time of the infusion was approximately 32 minutes. At 1:21 pm the user channeled off the unit. The suspect pump module recorded a total volume infused of 772.122 ml. It is unknown as to why the infusion, with an estimated duration of 1 hour was cancelled after only approximately 32 minutes of infusion. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. Additionally, it is not known what medication is in the actual bag or bottle, only the drug that the device was programmed to infuse. The alaris system user manual (v12.3), provides information that addresses warnings and cautions when loading the administration set and closing the door, ensuring the correct tubing placement over the pressure sensors and to not push or snap the upper fitment snugly into the upper recess to avoid potential infusion inaccuracies. Before loading the administration set, the pcu should first be powered on to allow a self-test to provide the clinician with verification of the operational safety and correct functioning of alarms for the system. After the self-test is complete, a primed infusion set can be loaded into the device. In the event the infusion sets safety clamp is left in the open position and the roller clamp is open, unregulated flow can occur. In this situation, a high priority, non-silenceable alarm will occur, with a scrolling message on the pump module that the safety clamp is open and to close the door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the device over-infusing and not alarming for air in line could not be identified from the log analysis or from laboratory testing. The suspect pump module was found to be infusing within specification. Note that this report lists imdrf annex a040502, g02017, c0503, d08 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an over infusion. Per report, the device allegedly continued to infuse even though the bag was empty. There was no air in line alarm. There was patient involvement, but no harm.

Event description:
It was reported an over infusion. Per report, the device allegedly continued to infuse even though the bag was empty. There was no air in line alarm. There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.